Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009. Inratio: 4.6. Lab: 3.7. Tested with inratio at doctor's office and blood draw done shortly after. Patient's range is 2.0-3.0. "Caller alleged imprecision with inratio meter. Results as follows:" first test on meter during training inr=2.4, 2nd inr=4.9, 3rd inr=4.3, 4th inr=1.9, last test inr=4.6. Lab correlation done only for the last reading.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009. Inratio: 4.6. Lab: 3.7. Mean: 4.15. Confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits are for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user: date: 2009. 1st inr = 2.4. 2nd inr = 4.9. 3rd inr = 4.3. 4th inr = 1.9. 5th inr = 4.6. Inratio meter. Mean: 3.62. Sd: 1.37. %cv: 37.85. Since 37.85% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when returned. In-house precision test. Inratio meter: in-house meter. Retained strip ln: 214429. 2 therapeutic donors. In-house precision testing provided (inratio meter): donor 2: in-house (inr): 2.3, in-house (inr): 2.4, mean: 2.35, sd: 0.07, %cv: 3.01% pass. Donor 3: in-house (inr): 2.7, in-house (inr): 2.7, mean: 2.70, sd: 0.00, %cv: 0% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 3.01% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required. No product was expected to be returned. Retain strip test was performed and results met precision criteria. Product deficiency was not established. Further testing is not required at this time. As of 2009, 9 discrepant results complaint was reported for lot #214429 yielding a complaint rate of 0.011%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time as product deficiency was not established.